Event description:
It was reported that the guide wire and balloon catheter were used in a small, tortuous lesion. Resistance was encountered, which required pushing very hard (contrary to IFU) to get across the lesion. Upon completion of the procedure, an attempt was made to remove the devices, but they were stuck in the lesion. An attempt was made to remove the guide wire and the balloon catheter as a whole unit, but it failed. Finally, the system was retrieved by pulling very hard separating the guide wire into two pieces. Both pieces of the guide wire were removed from the pt.